Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarms and unresponsive buttons due to corroded keypad traces. Unable to perform basic occlusion, occlusion, excessive no delivery alarm and displacement test. Unit had scratched display window, cracked case at display window corners and cracked battery tube threads.